Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 441 mg/dl. Customer was treated with manual injection. Customer reported that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 600 mg/dl, at the time of hospitalization. Customer was treated with intravenous drip. Customer reported that the insulin pump did not alarm for insulin flow blocked alarm. The insulin pump will be returned for analysis.